Manufacturer narrative:
It was reported that the patient experienced 7 critical battery alarms involving (B)(4). Three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller, (B)(4), in use during the reported event did not have the smr software installed. Log file analysis revealed multiple critical battery alarms involving (B)(4). In each instance, the batteries went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This is indicative of a communication errors between the controller and batteries. Additionally, log files revealed premature power switching event due to communication errors involving these batteries. This is an additional observation not related to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. Heartware investigated communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery / (B)(4) / cat#1650de / exp. Date: 09/30/2016 device available for evaluation: yes device evaluated by manufacturer: yes mfg. Date: 09/30/2015 labeled for single use: no (B)(4). Battery / (B)(4) / cat#1650de / exp. Date: 09/30/2016 device available for evaluation: yes device evaluated by manufacturer: yes mfg. Date: 09/30/2015 labeled for single use: no (B)(4)

Event description:
It was reported that the patient experienced seven ¿critical battery¿ alarms. Three batteries were replaced with no reported consequence or impact to the patient. No further information was provided.